Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was 68 mg/dl. Customer consumed food to address the bg level. The customer reported the cause of the low bg was not eating on time. Tandem technical support advised the customer to discuss the low bg with a healthcare provider. In addition it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery, and the load process. Customer's blood glucose level was 187 mg/dl. Reportedly, the customer had insulin pens available as alternate insulin therapy.